Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 63-year-old male with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. Following impella cp implant, the pump experienced consistent suction alarms. Repositioning was attempted, but the issue persisted and it was believed that there was a kink proximal to the motor. Due to the noted issue, the decision was made to replace the pump. There was no patient harm.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The device was returned and tested after arriving in fs. There is a suction alarm just prior to the low flow. Upon investigation of the pump a cannula kink was observed. The root cause of the low pump flow was determined to be a kinked cannula.